Event description:
It was reported that following an insertable cardiac monitor (icm) device implant procedure the patient had a reaction. The patient advocate reported there was swelling and red bumps at the implant site. The patient was started on antibiotics and steroids but swelling continued and the irritation spread. Antibiotics and steroids were adjusted. Additional information provided the patient was seen at the clinic weeks later and the symptoms had improved. Patient will be started on another round of steroids but there are no plans to explant the device. Device remains in service. No additional adverse patient effects were reported.